Manufacturer narrative:
The full name of the initial reporter is (B)(6). Device not accessible for testing: at this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation. No service requested.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a fiber optic sensor module failure. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, e1 (site country), g3, g6, g7, h2, h4, h6 (investigation findings), h10. At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.